Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received from medtronic indicated that the insulin pump had motor error and no delivery alarms. Customer states that insulin pump was not giving alarms when insulin suspended and the button had to be pressed harder or multiple times for the response. No harm requiring medical intervention was observed. The insulin pump will not return for analysis.